Manufacturer narrative:
Additional information. Bleeding was from the peel away sheath valve; peel away sheath was removed after insertion.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was inserted via left axillary vein in a 57-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were not included. The patient¿s clinical state prior to initiation of support was scai stage d. During placement, bleeding was observed from the 23fr sheath valve after the dilator removed. Bleeding is a known potential adverse event of the impella rp flex per the instructions for use.

Manufacturer narrative:
D4 and h4 updated with missing information.

Manufacturer narrative:
B5: added updated clinical review. H6: omitted a150302 and added a050401.

Event description:
An impella rp flex was inserted via left axillary vein in a 57 year old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were not included. The patient¿s clinical state prior to initiation of support was scai stage d. During placement, bleeding was observed from the 23fr sheath valve after the dilator removed. The team peeled away the 23fr sheath and support proceeded on the pump. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.